Manufacturer narrative:
Carefusion file identification: (B)(4). Should any additional information received by the customer, it will be included in a supplemental medwatch report. (B)(4). The customer determined the most likely cause of the reported event was the main pcba (printed circuit board assembly) component. The customer was shipped a replacement main pcba to repair the suspect device and return it to service. To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault). Troubleshooting was performed, and it was determined the exhalation differential transducer calibration failed. The issue occurred during the routine checkup by the biomed. There is no patient involvement associated with the event.